Manufacturer narrative:
(B)(4). Date sent 10/24/2024 d4 batch #c9dk52 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with a tyvek, and with a gst60b reload loaded on the device. The reload was received partially fired 1/2. Upon visual inspection, the anvil were partially open. However, the knife was not completely in the home position causing the jaws not open as expected. The device was closed and the bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dk52, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)??? =>the device locked out, but the detail was unknown.or, did the device start to deploy staples and cut but could not be completed (partially fire)??? =>the device locked out, but the detail was unknown.or, did the device fully fire and stop during the automatic knife return???=>no.was there any difficulty opening the device??? =>no.if yes, how was the device removed from the patient??? =>the jaw was opened by using manual override.if yes, did the jaws eventually open? =>yes.

Event description:
It was reported that during distal gastrectomy, the firing was stopped on the halfway during cutting the stomach on the 2nd firing. Manual override lever was used to deal with this problem, not reverse button. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.